Manufacturer narrative:
Please refer to the attached analysis report (B)(4).

Event description:
Reportedly, several ventricular noise oversensing episodes were stored in device memory. Ventricular impedence is around 1500 ohm (stable) and the threshold is regular. It should be noted that on (B)(6) 2018 the charging time was 19.8 s for the first measure and then 10.8s. On (B)(6) 2018 the charging time was 14.8s the first measure, then 10.8s and last 9.8s.